Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, clamp tubing". Per reporter residual volume was: 72, rate 2 and 20 was given. No adverse patient effects were reported. No additional information is available.